Manufacturer narrative:
The initial reported event of the right ventricular lead pace/sense fracture was previously reported via remedial action exemption (rae) summary report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular pace/sense lead fracture. It was reported that the patient received multiple inappropriate shocks due to the rv lead fracture. Initially, the rv lead was programmed off. Eight years later the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.